Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and thickened leaflets for a mitraclip procedure. During the procedure, first mitraclip was implanted. It was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Additional mitraclip xtw and mitraclip xt was implanted on either side of the first clip to stabilize the slda. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and thickened leaflets for a mitraclip procedure. During the procedure, first mitraclip was implanted. It was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Additional mitraclip xtw and mitraclip xt was implanted on either side of the first clip to stabilize the slda. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.